Event description:
The patient contacted animas on (B)(6) 2012 and stated the ok keypad button was unresponsive. The patient denied damage to the keypad and noted condensation behind the display screen. The patient reportedly wore the pump under a garment against the body. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button responded intermittently. All other keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A leak test was performed and revealed a leak near the top right corner of the display lens. The pump cover was removed for investigation and revealed moisture damage to the printed circuit board (pcb). (B)(4).